Manufacturer narrative:
The owner's manual states, that fingers should be kept away from pinch points under the seat tube when opening the chair. Received the sample. There are warning stickers on both seat cradles but ,apparently customer did not pay attention to the stickers. To prevent such incident in the future, the labels will be increased in size and relocated to the seat upholstery to make it more visually apparent.

Event description:
The facility had two staff members injure themselves, when opening the wheel chair. One individual caught his hand and fractured a finger. Surgical intervention was required to repair the fracture. The other sustained a minor injury to a finger. No intervention was necessary for the second individual. The account acknowledged that a diagram/warning label exists on the chair indicating where fingers/hands should not be placed.